Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support (cts) informed customer that using cold insulin is off label per the tandem user guide. Customer changed the infusion set to and used room temperature insulin to address the issue. Customer¿s blood glucose level was 334 mg/dl.